Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic sphincterotomy (est) procedure. The exact procedure date was unknown. During procedure, when the device exited the scope, the direction of the catheter tip and the cutting wire were both incorrect. When est was attempted, the tip of the catheter remained greatly bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a1502 captures the reportable event of incorrect cutting wire orientation. Block h10: the returned autotome rx 44 was analyzed, and a visual evaluation noted that the device did not show damage on the surface. The device was observed under magnification and there was no damages observed. A functional evaluation noted that the catheter was correctly oriented, when the distal tip was extended approximately 25mm past the elevator of the duodenoscope. No other problems with the device were noted. The reported event of wire incorrect orientation was not confirmed. Upon analysis, it was found that the device was in good condition when it was visually and functionally inspected. Based on all gathered information and the analysis performed to the returned product, it was concluded that the investigation conclusion code of this event is no problem detected since after product analysis it was not possible to observe the problem reported by the customer. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h2 (additional information): section e has been updated using the distributor's details based on additional information received on september 26, 2021. Section e: this event was reported by the distributor. The physician is: dr. (B)(6). (B)(6) hospital .

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic sphincterotomy (est) procedure. The exact procedure date was unknown. During procedure, when the device exited the scope, the direction of the catheter tip and the cutting wire were both incorrect. When est was attempted, the tip of the catheter remained greatly bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.